Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as ¿direct a/c air flow to patient, while exchange.¿ the patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection of fortum and injection of reflin (1 gram once a day each, route and duration not reported) for peritonitis. At the time of this report, the patient was recovering from this peritonitis event. The action taken with dianeal therapies was not reported. No additional information is available.